Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evalaution

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: country: (B)(6). Report source: nahas, sam, patel, akash & blucher, nicola. (2018) independent assessment and outcomes of 196 short-tapered stems short-term follow-up and review of literature. Journal of orthopadeic surgery, 26(3), 1-6. Journals.sagepub.com/home/osj. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported in a journal article that one patient underwent a femoral revision due to peri-prosthetic fracture during the operation which was identified on post-operative x-ray. Patient was revised to normal length stem with cerclage wires. Attempts have been made and additional information on the reported event is unavailable at this time.